Event description:
Hcp reported the pt has had intermittent withdrawal episodes beginning in 2003. The pt had presented to the emergency room with symptoms including nausea, vomiting, diarrhea, shakiness, increased pain, and having a bad taste in their mouth. 2003 a catheter dye study was performed which reported the catheter and pump were "adequately placed and functioning appropriately." A rotor study was done 2 months later which showed the "pump motor moving well." The intermittent episodes continue. An indium dye study is being discussed as another test. A follow up report will be sent when additional info is obtained.